Manufacturer narrative:
(B)(4). The customer report of a kinked guide wire prior to use was confirmed through complaint investigation of the returned sample. The customer returned one unopened sac kit for analysis. Visual inspection of the components revealed 2 kinks in the guide wire body. Several creases were observed on the product packaging. The damage observed is consistent with defects related to storage and shipping. Both welds were present and appeared full and spherical. The packaging clearly states, "do not bend". The major kinks in the guide wire measured 37 and 100mm via calibrated ruler from the distal end. The guide wire total length measured 350mm via calibrated ruler which was within the specifications of 345-355mm per product drawing. The guide wire outer diameter (od) measured 0.51mm via calibrated caliper which was within the specifications of 0.508mm-0.533mm per product drawing. Functional inspection of the guide wire was performed per the instructions-for-use (IFU) provided with the kit which states, "insert desired tip of spring-wire guide through introducer needle into artery (until depth-marking [if provided] on wire enters hub of needle). Thread tip of indwelling catheter over spring-wire guide." The undamaged portions of the guide wire were threaded through the returned 20 ga introducer needle with no resistance. A manual tug test confirmed the distal and proximal welds were attached. The manufacturing site indicated that the observed kink, in addition to the creasing in the packaging, was consistent with damage caused by shipping and handling. As part of the guide wire manufacturing process, each guidewire was passed through a ring gauge so it was unlikely that this defect would have been present prior to release from the manufacturing site. The instructions for use (IFU) provided with this kit warns the user, "precaution: use of excessive force may damage catheter or guidewire. Do not use if package is damaged." A device history record review was performed with no relevant findings. Based on the customer description and the sample received, storage and shipping caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
It was reported that: the swg was found to be kinked prior to use in a non-clinical setting. There was no patient involved.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that: the swg was found to be kinked prior to use in a non-clinical setting. There was no patient involved.

Manufacturer narrative:
Qn# (B)(4). In section d provided the full UDI #. UDI related data quality updates only.

Event description:
It was reported that: the swg was found to be kinked prior to use in a non-clinical setting. There was no patient involved.